Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician, which refers to a 71-year-old female patient. Additional information was received on 14-dec-2022 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In aug-2022, the patient received treatment with sculptra to unknown location (unknown amount, lot number, injection technique and needle type) by a dentist. Two to three weeks after treatment, in (B)(6) 2022, the patient started experiencing serious complications inflammatory signs (implant site inflammation) on the face. The dentist tried to solve the problem by excising the nodules (implant site nodule) on the face and neck, without success. Later, the patient was treated with several antibiotics clindamycin [clindamycin], metronidazole [metronidazole] and amoxicillin + clavulanic acid [amoxicillin trihydrate, clavulanate potassium]. In 2022, the patient was hospitalized with reserved prognosis for cutaneous necrosis (implant site necrosis) on the mid third of the face. She also had experienced fibrous/hard (implant site induration) areas on hemifaces and neck, the whole mid and lower third of the face as well as cervical region was affected; the mid third was worse, with signs of necrosis. She had no purulent infection or purulent drainage, but the area was very hard. At the hospital, the patient was treated with intravenous medications: metronidazole, amoxicillin + clavulanic acid, dexamethasone [dexamethasone] and low molecular weight heparin [low molecular weight heparin] and hydrogel dressings for the cutaneous necrosis. These treatments were continuing at the time of report. The reporting physician mentioned that he was not sure that the injected product was sculptra. Outcome at the time of the report: cutaneous necrosis was unknown. Inflammatory signs was unknown. Nodules was unknown. Fibrous/hard was unknown.

Manufacturer narrative:
Company comment: the serious events of inflammation, nodule and necrosis at implant site, and the non-serious event of induration at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical and surgical interventions, and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure or injection procedure associated with inadequate aseptic technique. The event of necrosis could be secondary to the nodule and inflammation. The case meet the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Manufacturer narrative:
Company comment: the serious events of inflammation, nodule and necrosis at implant site, and the non-serious event of induration at implant site and purulent discharge were considered expected and possibly related to the treatment. The serious event of actinomycosis was considered unexpected but a causal relationship to the treatment cannot be ruled out. Seriousness criteria include the need for multiple medical and surgical interventions, and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure or injection procedure associated with inadequate aseptic technique. The event of necrosis could be secondary to the nodule and inflammation at implant site and excision procedure of the nodules. An alternative etiology could be considered for the event of actinomycosis. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. A follow-up on the lot number will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-dec-2022 by a physician, which refers to a 71-year-old female patient. Additional information was received on 14-dec-2022 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In (B)(6) 2022, the patient received treatment with sculptra to unknown location (unknown amount, lot number, injection technique and needle type) by a dentist. Two to three weeks after treatment, in (B)(6) 2022, the patient started experiencing serious complications inflammatory signs (implant site inflammation) on the face. The dentist tried to solve the problem by excising the nodules (implant site nodule) on the face and neck, without success. Later, the patient was treated with several antibiotics clindamycin [clindamycin], metronidazole [metronidazole] and amoxicillin + clavulanic acid [amoxicillin trihydrate, clavulanate potassium]. On an unknown date after the treatment in 2022, the patient was hospitalized with reserved prognosis for cutaneous necrosis (implant site necrosis) on the mid third of the face. She also had experienced fibrous/hard (implant site induration) areas on hemifaces and neck, the whole mid and lower third of the face as well as cervical region was affected. The mid third was worse with signs of necrosis. She had no purulent infection or purulent drainage but the area was very hard. At the hospital, the patient was treated with intravenous medications: metronidazole, amoxicillin + clavulanic acid, dexamethasone [dexamethasone] and low molecular weight heparin [low molecular weight heparin] and hydrogel dressings for the cutaneous necrosis. These treatments were continuing at the time of initial reporting. On (B)(6) 2022, the physician reported that the patient was still hospitalized for investigation and therapeutic orientation. At that time, the physician suspected of an actinomycosis (actinomycosis) due to the identification of actinomyces in a pus sample (purulent discharge). But the physician does not know if it was related or not to the aesthetic procedure performed with sculptra and they were still waiting for the results of the biopsy performed. Outcome at the time of the report: cutaneous necrosis was unknown. Inflammatory signs was unknown. Nodules was unknown. Fibrous/hard was unknown. Suspected of an actinomycosis was unknown. Pus sample was unknown. Tracking list: v.0 initial v.1 fu received on 29-dec-2022 from the same reporter: events (actinomycosis and purulent discharge) were added. Patient hospitalization status and laboratory test details were updated.